Event description:
Info received indicates the head section was rise to approximately 20 degrees then run back down on its own.

Manufacturer narrative:
The tech isolated the problem to a stuck CPR switch. He replaced the CPR switch and this resolved the unintentional movement.